Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), post-deployment, upon release of the device, the patient experienced chest pain, and vital signs were checked. Due to a low sensing value (4.0 mv), the implanter decided to recapture the device. During the recapture procedure, the patient went into cardiac arrest, and resuscitation measures were initiated. Echocardiography revealed cardiac tamponade with pericardial effusion, and pericardiocentesis was performed. The patient deceased.